Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse arrived at the site to address the reported event. Fse performed a sorter xyz alignment, a vacuum sensor adjustment and several sorter tests. The device passed without issue. Since the customer was in the middle of instrument validation, only daily checks were run; however, results were within range. No further issues were noted and no further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through (B)(6) 2018. There was one similar complaint identified during the search period the aia-900 service manual rev b; chapter8 - troubleshooting - error messages was reviewed. 2205 sorter dropped cup the aia-900 service manual under chapter 8- troubleshooting indicates that the 2205 sorter dropped cup error message is generated when the cup hold sensor s027 fails to detect a cup before it is released in the dispensing lane. The sorter will be paused, and the equipment goes into standby status. The operator is instructed to open the sorter and remove the dropped cup, then close the sorter and restart the assay. If the error reoccurs, contact the service department. 2204 sorter not picked up cup the aia-900 service manual under chapter 8- troubleshooting indicates that the 2204 sorter not picked up cup error message is generated when the cup hold sensor s027 fails to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement, an mf flag will be attached to the measurement result. The operator is instructed to check the upper surface of the reagent cup for contamination, check the seal for curling, and so on. If the error occurs frequently, contact the service department, check s027, the cup pickup position, the cup pickup operation, the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported event was due to sorter misalignment.

Event description:
On (B)(6) 2018, the customer reported receiving "error 2205 sorter dropped cup" & "error 2204 sorter not picked up cup" with their aia-900 analyzer. The customer was unable to run intact parathyroid hormone (ipth). A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.